Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, the jaws of the device did not open? Was there tissue damage since the device was pulled off the tissue? If yes, how was this resolved? Please explain what is meant by, ¿required intervention to prevent permanent impairment/damage. What intervention was done? Did the post-operative care change based on the event? What is the current status of the patient?

Event description:
It was reported that during a sleeve gastrectomy procedure, the device has blocked after second firing. The knife was fixed in the distal part of jaws. Firing trigger did not return the knife to the start position. Surgeon could not open this stapler after that problem and tried to open slightly the jaws and extract the tissue. As a result they've broken the handle and drawn out the tissue of stomach, opened new device and continued the procedure.